Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed not replicated. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device's bridge board and biphasic flex cable were replaced to reduce the probability of occurrence. Review of the activity logs showed occurrences of the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.